Manufacturer narrative:
Correction: section b5 - the correct event description in 2017865-2026-02316 should have been "it was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited reduced pacing impedance and no p-waves sensing. Chest x-ray confirmed that the ra lead had dislodged. Additionally, the ra lead dislodgement was causing ventricular ectopy. The ra lead was explanted and replaced. The patient was discharged following the procedure. ", rather than "it was reported that the right atrial (ra) lead dislodged post-implant. As a result, there was no sensing and low pacing impedance noted. Also, ventricular ectopy occurred due to the ra lead dislodgement. The ra lead was explanted, and a new lead was implanted. The patient was discharged.". Correction: section b6 - "chest x-ray" should have been submitted in relevant tests/laboratory data in 2017865-2026-02316. Correction: section d10 - the correct therapy date should have been (B)(6) 2026, rather than (B)(6) in 2017865-2026-02316.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited reduced pacing impedance and no p-waves sensing. Chest x-ray confirmed that the ra lead had dislodged. Additionally, the ra lead dislodgement was causing ventricular ectopy. The ra lead was explanted and replaced. The patient was discharged following the procedure.

Event description:
It was reported that the right atrial (ra) lead dislodged post-implant. As a result, there was no sensing and low pacing impedance noted. Also, ventricular ectopy occurred due to the ra lead dislodgement. The ra lead was explanted, and a new lead was implanted. The patient was discharged.